Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right atrial (ra) lead, it was noted that the lead exhibited failure to capture. The lead was not used, and a new lead was implanted. After implanting the second ra lead, it was noted that the lead exhibited failure to sense. The lead was not used, and a new lead was ultimately implanted. The patient was in stable condition.